Event description:
Dealer said the user is too far forward and when going down a ramp and the rear casters stay up until she rocks the chair or an attendant pushes down on the rear. He is going to move the seat back to try and help the problem.